Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss) on the right ventricular (rv) lead due to a high out of range pace impedance of greater than 3000 ohms. Further review was performed. Prior to the lss, and thereafter, the minute ventilation (mv) signal was observed on the rv channel which was oversensed and caused stored ventricular events. Troubleshooting was also performed and the out of range impedances could not be reproduced during manipulation. The impedances had been stable besides the one out of range value. Boston scientific technical services discussed reprogramming. The mv signal and the lss were both programmed off. The patient will continue to be monitored. The products remain in service and the rv lead is a competitor's product. No adverse patient effects were reported.